Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 25, 2007. Evaluation summary: the condition of fail code 814:04 was confirmed. Fail code 814:04 was due to contamination on the pump head module. The pump head module was replaced. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received fro this product for the reported issue.

Event description:
The baxter field service engineer noted an infusion pump with failure code 814:04 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.